Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wear of the electrical contacts of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, noise was present on the flex deflectable videoscope. In addition, wear was observed on the electrical contacts of the video connector. There was no patient involvement.